Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required repair. The status of the epg is unknown. No patient complications have been reported as a result of this event. It was further reported that the epg was not functioning and had a broken attachment. The epg was returned for service.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that there was a broken attachment. Analysis also noted that the ventricular output connector was broken, all bail and bail covers were missing, and the upper case was broken. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported.